Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the patient's implantable cardioverter defibrillator had an alert for capacitor charge time out. Charge time-out is suspected to be due to excessive charging of the device. Device exchange was discussed but the patient is in very poor health and end stage heart disease and exhausted all medical regimen. Patient would be monitored.